Event description:
Rptr complains of headaches, tmj pain, fatigue, weakness, joint pain, back, shoulder, arm pain, right breast pain, restlessness, gastritis, stomach & chest discomfort, inability to sleep, depression, pain in low back, rptr has become emotional since implants, firmness & tightness of right breast and under arms, arthritis symptoms, foot and hand numbness, rashes around fingers, fatigue all of the time, memory problems, cold feet and hands and anxiety attacks.